Event description:
It was reported that during a scheduled lead revision for out of range impedances, the pts breast implant ruptured and silicone entered the pocket. Due to complications with breast implant, the revision was not completed. The lead remained in service and the physician decided to monitor the pt.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.